Event description:
When transferring off the bench, the seat split and the end user suffered a laceration to his leg.

Manufacturer narrative:
The end user reported that as he was transferring off the bench, the seat cracked and his leg became caught. As he pulled his leg out, he suffered a laceration that required 9 sutures. He stated that he saw cracks on the corners one week after he purchased it but continued to use the device for several weeks before the incident occurred. No sample, photo or lot number was provided for evaluation. We have not confirmed this was a medline device. We have not been able to confirm the issue or identify a root cause for the incident. We have no trend for this issue with this device. However, in an abundance of caution and due to the reported laceration and need for surgical intervention, this medwatch is being filed.